Event description:
After having issue implanted in (B)(6) 2015, I began having several issues including auto immune, hypothyroidism, pain, headaches, weight gain and heightened allergies. I also was diagnosed in 2017 with metastatic melanoma, the drs do not know where the cancer originated. None of these issues are seen anywhere in my family's medical history. I was perfectly healthy before essure.